Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek s system (lot number 959a, expiration date 03/31/2012). (B)(4).

Event description:
Caller states patient tested 2.3 inr on the coaguchek s system and 1.5 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.